Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery drawer is broken. Battery contacts are compressed. Battery release is contaminated. Upper and lower cases are broken. Ring cover is contaminated and two side bail covers are broken. The ring is bent.

Event description:
The external pulse generator was returned to the manufacturer for calibration and verification of proper operation, analyzed and tested out of specification. There was no patient involvement.